Manufacturer narrative:
Product ID: 37085, serial# unknown, implanted: (B)(6) 2012, product type: extension. Product ID: 3389, serial# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there were difficulties connecting the lead to the extension. The connection lead-extension protection cap was damaged and thrown away. The lead was not damaged by this. The screw driver was also thrown away. There was no patient injury or death. Additional information received reported the patient outcome was "good."